Event description:
Patient stated, "I have been hearing this noise go off from my device for the past five days and it goes off numerous times a day, and I had called the doctor's office and I have an appointment with them in 5 days, but I want to know what is happening now. They mentioned something about impedance, and I want to know what that means. I am not getting any assistance from medtronic. I am a total loss. I have a medtronic device not functioning, and no one has told me what is going on. It is not a medical issue; it is a device issue. I can't go another 5 days with hearing this alarm. This is a total run around. You have not helped me much but thank you very much." (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).